Manufacturer narrative:
The investigation is in progress. Samples have been received and are being evaluated. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that a dull blade was experienced which required the surgeon to use additional force in order to attempt making the incision. A second knife was opened and used to extend the incision. There was no patient impact reported.